Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure.

Event description:
It was reported the patients blood glucose level rose to 328 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.